Event description:
The customer reported that, during preparation for use, the biopsy channel was leaking. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material was falling from the channel. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found foreign material was falling from the channel. When a cleaning brush was inserted, clumps of blood residue were found on the brush. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the foreign material in the device was caused by improper reprocessing. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device. The reported issue (leak) was confirmed during testing. The biopsy channel was perforated and scraped due to repeated insertion and withdrawal of brushes and accessories. In addition, there were dents in the insertion section due to physical stress and handling, there were scratches on multiple parts of the device, the coating on the universal cord was damaged due to handling, angulation was reduced due to elongation of the angle wires, and the image guide bundle was defective and had broken fibers. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.